Manufacturer narrative:
(B)(4).

Event description:
It was reported that during elective device replacement, fluctuating pacing lead impedance and an insulation anomaly on the proximal part was noted. The physician repaired the lead with medical adhesive. The patient's condition is fine after the event.